Event description:
Account reports one incident in which a male pt, in his "20's", was admitted. Rptr stated she did not know if the intravenous catheter was started in the ER or the or. After surgery, pt went to the unit. 12 hrs post-op. 0730, the pt was yelling, "I need help". Healthcare professional went into room and noted the distal port was gone, and "blood was squirting out of port", however, the port was no where to be found. Infusate was d5 1/2. Rptr stated, "I think the pt pulled the port and might have swallowed it." Intravenous catheter discontinued and the pt "went home".